Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. Due to this the device delivered inappropriately anti-tachycardia pacing (atp). Boston scientific technical services (ts) recommended reprogramming of the device which was performed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).